Event description:
A female reported that she was being treated for a microbial infection after using a sample size bottle of renu with moistureloc multi-purpose solution for one to three months. Her eye doctor reported that in 2006, the patient was diagnosed with bacterial keratitis. The patient was treated with ciprofloxacin and prednisolone acetate 1% for six days. She fully recovered. The reporting physician stated that the patient had a superficial non-severe bacterial keratitis associated with contact lens wear. He also noted that the event was not directly related to a specific product.

Manufacturer narrative:
The patient returned a sample of solution in a test tube. However, there was an insufficient amount of solution to perform all required test. Of tests performed, the sample did not meet shelf life limits. The reporting physician stated that the event was associated with contact lens wear. He also noted that the event was not directly related to a specific product. Although this complaint is unrelated, baush & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.